Event description:
It was reported that the patient had trouble with stimulation. It was noted that most of the patient¿s pain was in the right leg but the patient was unable to get the right leg to stimulate without turning the left leg ¿really up high.¿ then stimulation would be felt in the right leg but it would be too strong in the left leg. In an effort to experience stimulation in the right leg, the patient attempted to turn the stimulation down low and then back up again. Previously, it had been stimulating the legs but the patient became frustrated in an attempt to recharge and moved around in a chair and must have ¿twisted the body¿ in an attempt to charge the device and ¿all of a sudden the right leg would not stimulate.¿ it was noted ¿that was what caused this.¿ the patient wondered if the leads could have moved. When the patient laid flat the legs ¿just stimulate away like mad.¿ if the patient sat very straight in a chair it would stimulate more. The patient¿s spine ¿curved a lot¿ and the patient wondered if it was ¿messing it up.¿ it was noted that the patient would wake up and it would ¿not stimulate at all¿ but if the legs were stuck out and a chair was sat in ¿real straight¿ it would work ¿all of a sudden¿ and would stimulate the legs comfortable but still would not help the low back. The patient noted the device was ¿not helping with the back¿ and severe back pain was experienced if the patient stood for too long. If the patient stood up the left leg would be too strong. It was noted that the patient attempted to sync but kept getting poor communication. The patient ¿had no trouble earlier¿ on the date of report. The patient synced and stimulation was on. Program 1, for the right leg, was at 3.5v. Program 2, for the left leg, was at 3.1v. It was noted that on program 1 at 3.5v the right leg was ¿barely stimulating.¿ the patient increased to 3.9v and felt ¿some stimulation.¿ then the patient increased to 4.3v but the left leg was too strong. After that the patient decreased to 3.9v and there was ¿barely stimulation on the right and the left was stimulating away.¿ it was noted that 3.9 was ¿too much¿ for the left leg and so the patient decreased back to 3.5v. On program 2 at 2.9v the right leg ¿completely stopped stimulating¿ and so the patient moved it back to 3.1v. The patient¿s left leg was ¿vibrating so much it was turned down.¿ the settings on both programs were the same as at the beginning of the call. It was noted there was a loss of therapeutic effect. The location of symptoms was the right arm and low back. It was noted that the patient was unable to charge the implantable neurostimulator (ins). It was noted that where the ins was placed made it difficult to recharge. The patient did not like where the ins was placed. The patient ¿almost sits¿ on the ins and it was difficult to get situated for recharging because the patient¿s ¿butt was really rounded there.¿ the patient indicated that the recharge antenna was ¿slipped inside the underpants against the skin and sit straight in the chair¿ it to recharge. It was noted that if sitting in a chair to recharge the patient would acquire four to six shaded boxes. It would take 45 minutes to an hour to recharge, but the antenna would then get too hot and the patient would have to stop. The patient was able to feel the ¿lip¿ of the ins. It was later reported that the device was reprogrammed and the patient received good coverage. Additional information received reported that the patient received assistance from the healthcare professional (hcp) or manufacturing representative and their concerns were resolved. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger. (B)(4).